Event description:
It was reported patient underwent a left partial knee arthroplasty on (b)(6 2014. Subsequently, patient was revised on (b)(6 2014 due to a tibial tray fracture and pain. All components were removed and a total knee system was implanted.

Manufacturer narrative:
This follow-up report is being filed to correct information. Requested but not returned by hospital

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fatigue fracture of components can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported on the initial medwatch.

Event description:
It was reported patient underwent a left partial knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to a bony tibial island fracture and pain. All components were removed and a total knee system was implanted.